Manufacturer narrative:
Summary eval: all mixing & setting characteristics were satisfactory. Complaint as descibed could not be replicated.

Event description:
After mixing, operating room orthopaedic coordinator contacted co and told co they got a lumpy mix which included at least one full and one half dose. The next day, another procedure, at least one full dose was mixed and the cement was fine. To address the issue, co retrieved the available doses with similar lot numbers and hand delivered new cement to them. Co was not present at any of these procedures. Please let co know if this cement mix is a result of poor cement or operator error. There was no adverse consequence for the pt or delay in surgery or anesthesia time.